Manufacturer narrative:
The insulin pump passed displacement test, sleep current measurement, active current measurement and selftest. No unexpected low battery alerts were present in the pump trace download or during testing. No replace battery now alarms were in the pump trace download. Pump trace download analysis confirmed the pump alarmed an unexpected replace battery alerts. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management tool due to connector resistance. After disconnecting and reconnecting the internal battery connector on, the pump was monitored and functioned properly. The device was received with scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay, cracked case next to belt clip rail corner, faded serial number label, stained serial number label, peeling end cap address label and corrosion in battery tube.

Event description:
The customer reported via phone call that the insulin pump had a shortened battery life. The customer¿s blood glucose level was 77 mg/dl at the time of the incident. Customer states she had been receiving low battery alerts and replace battery now alarms and has changed the battery multiple times. Troubleshooting was performed and the customer was advised a replacement battery cap would be sent and to monitor the insulin pump. The customer called back 2 days after, to report the battery was only lasting about 2 days and she was still receiving replace battery alarms. It was advised that the insulin pump would be replaced. The insulin pump was returned for analysis.